Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (adjust belt messages, damaged cable) has been confirmed. Upon investigation the electrode belt failed incoming functionality testing. The cause for the failure was isolated to pulse wires shorting inside the dn. The cause for the shorted wires was the trunk cable being pulled from the strain relief. The root cause for the shorted wires was excessive force on the trunk cable. No adverse event resulted from the shorted pulse wire.

Event description:
A us distributor returned electrode belt sn (B)(4) and reported that the electrode belt had a damaged cable and was causing adjust belt messages.